Event description:
A hospital reported via a distributor that an rt100 adult dual-heated breathing circuit became an electrical open circuit whereupon the mr850 respiratory humidifier alarmed. Hospital staff replaced the breathing circuit with a second rt100 which was also an open circuit. No patient consequence was reported.

Manufacturer narrative:
Both rt100 breathing circuits are currently en route to fisher & paykel healthcare for investigation. A lot check revealed two affected devices for this lot number, both of which form the subject of this complaint. Electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggest the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress. Our monitoring and trending of open circuit heater wires in adult breathing circuits has a rate in the last year. We will provide a follow-up report upon receipt of the breathing circuits and following completion of the investigation.